Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump critical pump error. The error was cause by moisture exposure while in the swimming pool. The battery compartment was cracked. Customer also reported low blood glucose level of 54 mg/dl. Troubleshooting for low blood glucose reading was not performed. Insulin pump will be returning for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Unable to confirm critical pump error alarm due to blank display. Device also received with minor scratched lcd window, faded serial number label, cracked case(battery tube), cracked case, cracked battery tube threads and cracked retainer.